Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 rtg0834165 (con): the patient had a spinal cord stimulator implanted in their lower back, summer of 2015. The battery died in 2019. They didn't care much because they had a back fusion done, and their pain was gone. Unfortunately, the pain started coming back last year. They spoke to a representative (rep) to try to see if they could do a hard reset for the battery, but it failed. The rep said not to be concerned since there is a life-cycle replacement after ten years. The patient inquired how to get the battery replaced. On (B)(6) 2025: patient called to follow up on the email that they sent about their device. Patient repeated information from email and reported that they want to have the implant replaced. Patient asked if it was just the battery that would be replaced; agent reviewed information. Patient noted that they probably haven't used the stimulator since maybe middle of 2018. When asked for a managing hcp; patient stated that they haven't followed up since they were implanted and that they have to go through their current doctor to get back with pain management. Agent redirected patient to hcp for further assistance. [See 705789776 and 704266486 for information pertaining to the dead battery.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the battery had died in 2018 because they didn¿t charge for a significant amount of time. The patient indicated they wanted to replace the battery as their pain had returned.

Manufacturer narrative:
It was determined the back fusion surgery was unrelated to the device or therapy and was therefore not considered a serious injury. There was no information provided to reasonably suggest or allege that the implanted system or therapy caused, contributed to, or exacerbated a patient condition with respect to the aforementioned events. The mdt device or therapy (which ceased in 2019) would not be reasonably expected to be causal or contributory with respect to the need for a back fusion. The patient most reasonably had the back fusion to correct their underlying disease state as they reported that they no longer needed it after it "died" in 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a spinal cord stimulator implanted in their lower back, summer of 2015. The battery died in 2019. They didn't care much because they had a back fusion done, and their pain was gone. Unfortunately, the pain started coming back last year. They spoke to a representative (rep) to try to see if they could do a hard reset for the battery, but it failed. The rep said not to be concerned since there is a life-cycle replacement after ten years. The patient inquired how to get the battery replaced.